Manufacturer narrative:
Batch review performed on 15 june 2018: lot 143030: (B)(4) items manufactured and released on 16 july 2014. Expiration date: 30.06.2019 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 12 june 2018: one (1) year and 5 months after implantation of a hinged total knee system, the insert fixation screw was found loose in the joint. Immediate removal and swap of the screw and visual inspection of the articular surfaces for possible damage are strongly recommended. Reasons for self unscrewing of the fixation screw are not known: one possibility is insufficient tightening torque but other conditions may also play a role.

Event description:
About 1 year and 5 months after primary the surgeon revised the patient for inlay screw unscrewing. The surgeon swapped successfully the inlay screw.